Manufacturer narrative:
This report is retrospective result of an audit by new assigned to qa responsibilities to new ra manager. Dr. (B)(6) performed the revision at (B)(6) hospital in (B)(6) on (B)(6) 2013. I was present at the case with portland/maxx extraction instruments as well as supercable instruments and implants from kinamed. The m-cor stem was very well fixed as well as the equator+ shell and the linear was in good condition. An extended trochanteric osteotomy was performed with additional stem release techniques including a midas as well as osteotome release of surrounding bone. Shell was removed with standard zimmer shell extraction blades. Dr. (B)(6) decided to revise the shell and liner because the patient had reported a prior dislocation soon after the primary and he was not convinced the shell was in the optimal position, he elected to put in the stryker. Patient tolerated the procedure very well from my vantage point as well as the discussion the or confirmed this. The extended trochanteric osteotomy was performed, the femur was fixed with kinamed supercable cerclage. I have submitted a formal request with (B)(6) on (B)(6) /2013 to retrieve the implants for inspection, there is a protocol and I will follow up on monday (B)(6) /2013 to gain access to them. Will return to(B)(6) if the implants are approved for release by abbott.

Event description:
Patient presented to the ER on (B)(6) 2013 with hip pain. Standard imaging showed a fractured neck on the m-cor hip stem. Mechanism of injury was reported to dr. (B)(6) as bent down at (B)(6) to retrieve merchandise and the fracture occurred. Dr. (B)(6) called me at 10:45 pm on (B)(6) 2013 to discuss options, I offered to have the link mp revision stem sent to (B)(6) to revise the hip and plan a eto and fixation with kinamed supercable. Dr. (B)(6) declined to do the case there and asked me for a referral to another physician in the (B)(6). I offered (B)(6). Mm-cor neck size 39 pn 1-825-039 lot-e01111701 m-cor femoral stem 31x11 pn1-820-040 lot e06101802. Ceramic femoral head 32mm pn 1-211-254 lot c43152001. Equator + liner 52-54mm sn ph-32/52-54-000098 lot 3074 equator + shell 54mm sn 54/3-000184 lot 3080.